Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a subclavian vein stenting procedure, device removal difficulties occurred. The greater than 50% stenosed lesion was located in the non-calcified and non-tortuous right subclavian vein. The physician successfully placed the 14mm x 60mm wallstent in the right subclavian vein, however, during withdrawal the nose cone of the stent delivery system "caught on the edge of the distal stent". It was noted that the implanted wall stent remained implanted and fully opposed at the intended location. Upon removal of the stent delivery system from the pt, it was noted that the nose cone was intact. No pt complications were reported and the pt's status was noted as "fine".